Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, regarding condensation she noticed in the helium tubing. The esp personel had also noted check iab catheter alarm ECG waveform discrepency during troubleshooting. The esp personel provided troubleshooting steps to the user respectively. No harm or injury reported.